Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported arrhythmias cannot be conclusively determined. The patient remains ongoing on ventricular assist device (vad) support and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 29may2018 on order (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was extubated and doing well. Patient was also off all inotropes/pressors except for 0.02 of epinephrine (epi) and 2 dobutamine. Patient experienced an episode of atrial fibrillation (afib) rapid ventricular rate (rvr) in 140's. Patient responded nicely to amiodarone. Patient will start low dose coreg to help with afterload and afib events. Event reportedly resolved on (B)(6) 2018.